Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event.

Event description:
It was reported that a biventricular assist device (bivad) patient experienced rectal bleeding with melena possibly related to a gastrointestinal bleed. The patient's hemoglobin levels dropped to 58 g/dl; 3 units of packed red blood cells (prbcs) were administered. A gastroscopy was performed, but results were unremarkable. The patient's anticoagulation medications were withheld. Related MFR #: 2916596-2022-14642.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2022, the patient's bleeding was ongoing. The patient returned to the operating room for a resection of the terminal ileum and stoma.